Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a slow heart rate and possible perforation. High thresholds were noted on the right ventricular (rv) lead. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an impedance warning was alerted for high impedance on the rv lead and that perforation was thought to be a micro perforation. The lead was reprogrammed prior to revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.